Event description:
Boston scientific received information that the left ventricular (lv) lead was explanted for an unspecified product performance issue. No further information was available. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed electrocautery damage in several places. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Analysis confirmed the lead was electrically continuous. The lead damage was consistent with damage caused by the explant procedure.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.